Event description:
Two physicians had holes burned in their gloves and it hurt bad enough that they threw the electrosurgical pencils. They were not burned. Refer to MFR report numbers 1720159-2002-00138 and -00139.